Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process and insulin squirts out. The blood glucose reading is 150 mg/dl. Caller stated that the drive support cap is protruded. Caller stated that it was pushed back in. Nothing further reported.